Manufacturer narrative:
D4 expiration date ¿ added h4 manufacturing date ¿ added the subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the available information, the device was confirmed to be in good condition during preparation/prior to use on the patient and it was prepared as per the dfu. The patient¿s anatomy was moderately tortuous. While there are several potential causes for the reported issue, a cause of undeterminable was assigned due to product being discarded. The issue is associated with a product that meets design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure the microcatheter (subject device) experienced difficulty advancing the stent through. The operator then removed the microcatheter and stent together, upon removal the operator had noticed that the microcatheter tip had fractured. The physician then replaced the device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the procedure the microcatheter (subject device) experienced difficulty advancing the stent through. The operator then removed the microcatheter and stent together, upon removal the operator had noticed that the microcatheter tip had fractured. The physician then replaced the device and continued the procedure without clinical consequences to the patient.